Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ 4000 aux was down and on override queue. The customer stated that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, (B)(6) 2013 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the pyxis was down. The technical support specialist reset the messaging service and ensured orders crossed successfully. The system functioned as intended after the technical support specialist assessed the device